Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout. Upon interrogation prior to the procedure, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. During the procedure, it was discovered that the rv lead had insulation damage. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.